Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a bladder tumor resection the electrode broke at the distal tip and split into 2 pieces. No negative impact in state of health reported.

Manufacturer narrative:
Per investigation by the manufacturing site: the device was not sent to the karl storz assessment and repair department for inspection. No technical inspection could be performed, the error description provided by the customer, 011111-10 electrode broke in a case, could not be confirmed. Reviewing similar complaints of the same article code, it is most likely that the electrode got exposed to excessive force during application. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID: (B)(4).